Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015, at 03:00pm. The patient does not take any medication to manage her diabetes and continued to follow her usual diabetes management routine in response to the alleged issue. The patient claimed that "three hours" after the alleged issue occurred, she developed symptoms of "clammy, sweats and lightheaded" and that on (B)(6) 2015, at 05:30 to 06:00pm she self-treated with food or drink. During troubleshooting, the cca noted that the test strips were incorrect and the error did not occur when the power button was pressed. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.